Event description:
The pt is implanted with two leads of the same lot number. It was reported the pt had the scs system explanted approximately 2 years ago. The pt reported the system did not effectively relieve the pain.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.